Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the customer's reported event could not be replicated. The complaint event was unable to be confirmed. No malfunctions were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex video scope was inserted into the bronchus through the tracheal tube during an unspecified therapeutic procedure, and the screen blacked out when the angulation was applied. The image could be improved by removing and reinserting the connector part that was connected to the endoscope system, therefore the operation was completed by repeatedly removing and reinserting the scope. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex video scope was inserted into the bronchus through the tracheal tube during an unspecified therapeutic procedure, and the screen blacked out when the angulation was applied. The image could be improved by removing and reinserting the connector part that was connected to the endoscope system, therefore the operation was completed by repeatedly removing and reinserting the scope. There were no reports of patient harm.